Event description:
It was reported that, during the implant, the lead experienced resistance at the connector when inserting the stylet. A secondary s tylet was attempted and stronger resistance was experienced. The lead was removed, and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.